Manufacturer narrative:
As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found full breach outer insulation degradation adjacent to the connector boot. The partial lead had a short due to coil and insulation damage consistent with procedure damage.

Event description:
This report is to advise of an event observed during analysis. Degradation problem.